Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the black box shows evidence of call service 052-0001 alarms. The pump was programmed with a 1.0u/hr basal rate. During the 24hr duration test pump gave cs-078 alarm; unable to clear the alarm and complete 24hr duration testing. Removed pump cover; internal moisture observed in pump. Investigators were unable to adequately investigate cs-052 complaint and complete 24hr duration test due to reoccurring alarm and moisture in pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.